Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver multiple boluses due to receiving error messages. The customer would enter a bolus to be delivered and the bolus would be calculated, but the pump would not deliver the bolus. There was no reported impact to the customer's blood glucose (bg) level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.